Manufacturer narrative:
Operator of device is unknown, no information provided to date. Manufacturing device history record review was not performed because manufacturing and service records are not relevant to the issues found. A product sample was received for evaluation. Visual inspection performed. Visual inspection found the input/output label damaged, tidal volume control rebounds from end-stops, oxygen and positive end-expiratory pressure (peep) knobs were cracked. The root cause of the reported issue was found to be manufacturing - assembly error. Replaced rotary flow valve and loose patient fitting per trend analysis. This issue is being monitored via an internal CAPA and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken.

Event description:
The device came in for preventive maintenance and was found to have the tidal volume rebound problem from end stop.